Event description:
This companion 2 driver was not supporting a patient. The customer reported that the companion 2 driver exhibited a "single compressor malfunction" alarm immediately after the driver was turned on. This alleged failure mode poses a low risk for a pt because the issue was observed when the companion 2 driver was not supporting a patient. In addition, this alleged failure mode would not prevent the companion 2 driver from performing its life-sustaining functions, because the companion 2 driver has a second compressor and hospital air as redundant sources of air supply. The companion 2 driver will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.